Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the peritoneum during a caesarian section to sew the first stitch, the two sutures separated from the needle. An additional new suture used without issue. There was no patient injury.